Event description:
It was reported that this right ventricular (rv) lead exhibited high within normal range shock impedance measurements of 80 ohms. The physician attempted to explant and replace this lead, however due to calcification the lead could not be explanted. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.